Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the water pressure dropped during a procedure. The product was replaced and procedure completed with no patient harm reported. No further information is expected.

Manufacturer narrative:
The customer stated a water pressure drop with the yellow stopcock connected to the infusion line. The used returned sample was visually inspected and surgical residue was observed in the fluid flow paths of the manifolds. No obvious defects were observed on the yellow stopcock. The affiliate stated that the product was not reprocessed or reused; however, the customer should be reminded the direction for use states that the products are validated for single-use only and should not be reprocessed or reused. It has been found in lab testing that excessive use of any single-use product may contribute to functional breakdown. The yellow stopcock was connected and tested. A console representing the current software version was used to functionally test the sample. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Utilizing an external pressure gauge, the infusion pressure was measured again with the yellow stopcock connected and pressure was stable with no drop or leakage detected. Fluid flowed from balanced salt solution to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).